Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A consumer reported that the system stopped working and turned off, it would not turn on anymore. It is unknown if there was a patient involved. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause cannot be determined conclusively.

Manufacturer narrative:
(B)(4).